Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. On (B)(6) 2020 it was that the patient moved but did not have a healthcare provider (hcp) set up yet. A pump alarm started going off on (B)(6) 2020 because her refill date was supposed to be (B)(6) and their personal therapy manager (ptm) showed a date of (B)(6). The patient had been trying to get in touch with a doctor to help her but she is having issues. One of the hcp offices told the patient to call the manufacturer to get the alarm turned off. At the time of the report the alarm tones were played, and it was indicated thatthe alarm sounded like the non critical alarm. It was further reported that the patient has a ptm but was not taking her boluses because she is trying to stretch out what she had. The patient was also trying to stretch out her extra oral pain medications as well. The patient was to find an hcp that could start working with her. Physician listing were provided to the reporter. It was also noted that the patient had been having other medical problems and does not drive and must get transportation. No patient symptom was reported at the time of the report. Additional information was later received from a healthcare provider via a company representative on 2020-aug-14. The company representative was told by their sr that this patient apparently was looking for a pump managing physician. The patient contacted a physician and was told she had to have a primary care physician to refer. The company representative was contracted by a physician¿s office on 2020-aug-14 who indicated that the patient never followed thru, so they would not refill the patient¿s pump. The company representative asked the hcp office to have the patient¿s relative contact them, but the company representative had not heard from anyone. The company representative checked with physician¿s office on (B)(6) 2020 to see if anything was happening and was told again that the patient has to have a primary care physician refer them. Environmental/external/patient factors that may have led or contributed to the issue were noted as being unknown. Troubleshooting / diagnostic tests performed were unknown. It was unknown if the issue was resolved as of (B)(6) 2020. No surgical intervention was performed, and it was unknown if surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history was requested but was unknown or would not be made available. It was noted that the hcp had no further information regarding the event. Additional information was received from a consumer on 2020-aug-26. It was indicated that the patient was having a problem with their device. Additional information was received from a patient representative on 2020-sep-09. The patient was now in a hospital and needed to get their pain meds. Contact information for a company representative was requested. The reporter was redirected to the healthcare provider. No further patient complications have been reported as a result of this event.